Event description:
It was reported that a new pump pt was given the wrong drug via an oversight within the facility's operating room and operating room pharmacy. This happened on friday (B)(6) 2010, was discovered on sunday (B)(6) 2010 and confirmed on monday (B)(6) 2010. This was discovered when the company rep was going through paperwork. On tuesday (B)(6), the drug was changed out successfully, and the pt was doing fine. The incorrect drug was 70 mg/mol hydromorphone and the correct drug was 10 mg/dl morphine. The pt exhibited the following symptom related to this error: sluggishness.

Manufacturer narrative:
(B)(4).